Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a prime anomaly from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that he cannot advance pass the manual prime step. The customer stated that the insulin is coming out, but the numbers do not appear on the screen. The customer was advised to hold down the act until they receive 2nd series of beeps or numbers to appear on the display. The customer stated that the numbers did not appear on the screen. The customer was advised to revert to a backup plan. The pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.